Event description:
Caller reported a cgm error 42, which was associated with the g6sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and assisted the caller in resetting the pump, after which the cgm error code did not appear again. The caller successfully started their sensor session.